Event description:
During a dialysis treatment, the saline line clamp appeared to be leaking. It was found that the four position line clamp was broken. There was no pt injury or medical intervention.